Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient reported that cgm displayed value of 400mg/dl compared to bg meter value of 41mg/dl. The patient stated that he and his wife were arriving home when the patient experienced a low event. When the patient's wife checked the patient's cgm it was readings 400mg/dl. The patient's wife called the paramedic and within short time emergency medical services (ems) arrived and check patient's bg value and the readings were 41mg/dl, low event. Ems administered IV solution that patient could not recall the name. After a couple of hours the patient was okay, and remove sensor to report the inaccuracy event. At time of contact the patient's condition was okay. No additional event or patient information is available. Data log was reviewed for evaluation on (B)(6) 2017. Complaint for inaccuracies could not be confirmed. The root cause could not be determined, post investigation. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.